Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis, bilateral knee effusion [joint effusion], total knee replacement [knee arthroplasty]. Case description: a spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with grade 04 osteoarthritis. (B)(4). The pt's medical history was significant for previous treatment with three courses of synvisc (hylan g-f 20) ((B)(6) at the time of first injection), synovitis and joint effusion of both knees. On (B)(6) 2003, the pt initiated treatment with intra-articular synvisc injection (fourth course) in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis is both knees. On an unspecified date, the pt underwent arthrocentesis and 30 cc of clear yellow fluid was aspirated (large effusion in left knee and moderate effusion in right knee). On an unspecified date, the pt received treatment with xylocaine (lidocaine) and betamethasone for synovitis and bilateral knee effusion. On (B)(6) 2003 (after 72 hours), the pt recovered from the event of synovitis in both knees. On (B)(6) 2013, the pt received third injection in the left knee. On (B)(6) 2004, the pt underwent total knee replacement of left knee. The outcome for the event of bilateral knee effusion and total knee replacement of left knee was not provided. Concomitant medication were not provided. The intensity for the event of synovitis was moderate and for the event of bilateral knee effusion severe. The intensity for the event of total knee replacement of left knee was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and with the event of total knee replacement of left knee as unrelated. The causal relationship between synvisc and the event of bilateral knee effusion was not provided. Additional information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).